Manufacturer narrative:
Correction fields: b2: outcomes attrib to adv event: added missing code. H6: adverse event problem: health effect -impact code added missing code.

Event description:
It was reported that this right ventricular (rv) lead started exhibiting high thresholds and was attempted to be repositioned. During the process, the lead perforated the heart wall and caused a pericardial effusion which required further surgical intervention, since the patient's chest was opened to drain the fluid. The lead was surgically abandoned and was explanted the next day. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead started exhibiting high thresholds and was attempted to be repositioned. During the process, the lead perforated the heart wall and caused a pericardial effusion which required further surgical intervention, since the patient's chest was opened to drain the fluid. The lead was surgically abandoned and was explanted the next day. No additional adverse patient effects were reported.